Event description:
It was reported that during surgery a weak heat seal was observed on the sterile package of the device, and the device was not used; a backup of the same product was utilized, resulting in a brief delay. During intra-operative setup, the sterile barrier was noted to be compromised due to a weak heat seal. The surgeon discontinued use of the affected product and proceeded with a backup device of the same type. Preparation of the backup led to approximately 0¿15 minutes of surgical delay. The patient had no consequences or impact. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.